Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a labrum stabilization surgery the thread could not be pulled through the anchor. As a result they tore out. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual inspection, it was noted that the anchor and sutures assembly of the knotless fibertak¿ with #2 suture were not returned. No issues were found with the handle/shaft. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause of the reported failure can be attributed to improper bone preparation, misaligned insertion, prying, or leveraging the device during insertion.